Manufacturer narrative:
An alternating current (ac) power cord was returned for analysis. Visual inspection of the returned ac power cord revealed no obvious wear, damage, or cuts along with main conductor insulation. An investigation was performed, and the ac power cord failed the extended self-test (est) resistance test. Verified reported failure. Root cause determined to be mechanical damage.

Event description:
The customer reported that the earth wire in the power cord disconnected. The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) confirmed the reported failure. The fse replaced the power cord to resolve the issue. The unit was tested, and it was returned to service.